Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a farawave pulsed field ablation catheter was selected for use. After delivering ablation in the left superior pulmonary vein (lspv). The guidewire became stuck and could not be pulled back. The wire was advanced without issues but could not be pulled back after a certain extent. The catheter and wire were removed from the patient and some debris were observed on the wire including tissue at the tip. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at boston scientific's post market laboratory, the catheter was returned with a guidewire inserted. The guidewire was returned with no abnormalities noted. A new test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. No tissue nor foreign matter was noted on the catheter nor in the sterile pouch. The reported stuck guidewire event was not confirmed via analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation and atrial flutter a farawave pulsed field ablation catheter was selected for use. After delivering ablation in the left superior pulmonary vein (lspv). The guidewire became stuck and could not be pulled back. The wire was advanced without issues but could not be pulled back after a certain extent. The catheter and wire were removed from the patient and some debris were observed on the wire including tissue at the tip. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The catheter was returned for laboratory analysis.